Event description:
In 2003, the patient was implanted with a bi-vad. One month later a biventricular assist device (bi-vad) patient's right vad (rvad) experienced a case crack. The crack is in the cap ring threads of the case. It runs perpendicular to the threads and passes from the edge of the cap ring opening completely through the threads. The crack is about 1/4" long or slightly longer. There is no air or oil leakage and there has been no effect on pump operation. The center mentioned that the rvad had been swabbed with betadine while the patient was being prepped for removal of the lvad. At that time, the rvad was not cracked, but exhibited the reported crack on the following morning. Two weeks later, the rvad had developed more cracks. The original crack was reported to have increased slightly in length. A new crack around the cap pneumatic port was observed to be leaking air but was not effecting the operation of the pump. The pump was replaced without incident.